Event description:
It was reported per call report that "patient admitted from the or in stable." Central lumen tubing cracked at connection during or case. Unable to draw blood back to confirm placement before connecting new pressure tubing. Concerned about using central lumen as it may be clotted or have air introduced from cracked hub connection. Inquiring if it was okay to cap central lumen & mark it as clotted. Clinical support specialist (css) first confirmed it was the tubing that was cracked & not intra-aortic balloon (iab) lumen connection. Rn did confirm. Fiberoptix sensor (fos) arterial pressure (ap) signal was intact & pump was utilizing fos for its ap. Css explained that central lumen on catheter is a back up for ap signal & would not affect pumping in anyway with a good fiber optic ap signal. Capping off central lumen in this instance would be acceptable. Css also explained that should something happen to fiber optic signal, rn could use radial arterial line as ap signal for pump.

Manufacturer narrative:
Sample will not be returned for evaluation.